Manufacturer narrative:
Concomitant medical products: phaseal, 35ml monoject syringe, saline flush syringe, spinning spiros closed male luer, red cap, (3)syringe tubing, therapy date unk. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. The attached photo received does not represent the actual event sample for this file. The photo does not confirm visible air in the syringe tubing.

Event description:
There was a general report that the nurse manually primed the syringe tubing with a normal saline flush syringe, massaged the pressure sensing disc to remove any air, clamped the tubing, and attached the 35ml syringe that had a closed system drug transfer device (cstd) at the end of the syringe; afterward there was a visible column of air in the line extending from the pressure sensing disc to the proximal end of the tubing. The customer states that there is no available patient or event information.